Event description:
Pt hospitalized for high blood glucose. Pt changed cartridge and infusion set 09/03 pm but not feeling well in am of 09/04 and went to hosp. Pump working fine at that time. High bg recurred on 09/08 and 09/15. Rec'd IV insulin at physician's office. Switched to back-up insulin pump and returned initial pump for eval. Pump returned and passed all tests. Piston rod was gummy and needed replacement.